Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of cases broken as well as the battery drawer being broken, therefore they were replaced. Analysis also found the battery release contaminated, the lead flex cover broken, the battery contacts compressed, the keyboard scratched and the battery flex corroded. (B)(4).

Event description:
It was reported that the external pulse generator had physical damage to its casing. The generator was returned for service. It was indicated that there was no patient involvement associated with the event. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.